Event description:
It was reported by the rep that the (2) hp052 and (2) lcsk5 were used during a laparoscopic bowel procedure. It was reported that the rep was paged during the case. The lcsk5 had intermittent lockout with the luke handpiece. The handpiece and the lcsk5 were exchanged but lockout continued with no cutting. The ethicon biomed completed the diagnostic on gen01 with no problem found. The rep arrived at the end of the case. There was no pt consequence.